Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the laser fiber broke during a stone removal case. The setting was at 0.6 kj and 6hz; the fiber broke while in the flexible ureteroscope. According to the physician, the fiber was damaged at 47cm from the fiber tip. The blue cladding was charred black and the fiber had cracked. The fiber was in use for the third time when it broke.